Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-04768. It was reported that during extraction on the right ventricular lead on (B)(6) 2019, the right atrial lead dislodged. The lead was explanted and replaced with no difficulty. The patient was stable throughout the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.